Event description:
It was reported that, less than a week post-implant, the patient had an inappropriate shock due to oversensing of noise. Technical services recommended an x-ray. An x-ray was sent to technical services for review and full insertion was confirmed. Office testing confirmed noise in the secondary vector. Because the patient needed a cardiac cath procedure, the system was programmed off. The doctor may program the sensing vector to primary later on. There were no additional adverse patient effects.